Manufacturer narrative:
Pending investigation. Concomitants: 320-42-00 - 145-deg pe 42mm hum liner +0 (B)(6). 320-06-42 - glenosphere 42mm (B)(6). 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6). 320-15-01 - eq rev glenoid plate (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 321-52-07 - 3.2mm drill bit sterile (B)(6). 321-52-09 - 3.2mm k-wire, trocar tip (B)(6).

Event description:
As reported, the patient felt a pop and the poly dissociated on the right side and had to be revised. A new poly and glenosphere were implanted due to metal debris. All fragments, parts and pieces were removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.